Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant of a pacemaker. The prior to being fully connected, the device performed an automatic lead impedance measurement and triggered an alert via remote transmission for high impedance values. The patient presented in clinic and all impedance values were normal. There were no lead issues. No intervention was performed. The patient was asymptomatic throughout the event.